Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter displayed an error 2 message. The complaint was classified based on customer care advocate (cca) documentation and information obtained in a follow-up call from medical surveillance (ms). The patient stated that the meter issue occurred on (B)(6) 2015 at 12:00pm. The patient detailed that he manages his diabetes by self-adjusting his insulin doses and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient claimed that he developed a symptom of feeling ¿sweaty¿, which he associated with hypoglycemia 14 hours after the alleged issue however denied that he received any treatment. At the time of troubleshooting the cca noted that there was no apparent misuse of the meter and the patient had used the correct test strips and followed the correct testing procedure. Replacement products were sent to the patient. This complaint is being reported because the patient suffered symptoms suggestive of a serious injury after the alleged meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.